Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to depleted batteries. The batteries were replaced to resolve the malfunction. It is important to note that there was no evidence in the log to indicate the device failed self-test in rescue mode. Analysis for reports of this type has not identified an increase in trend.